Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump lost power and they could not get back on. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. The customer changed the battery. The customer stated that they were not been able to go into auto mode. The customer reported that the contacts were not missing, damaged, or corroded also, neither the compartment nor spring were damaged or corroded. The insulin pump did not alarm battery failed alarm. The device will not be returned for analysis.